Event description:
A customer contacted beckman coulter inc (bci) regarding liquid waste leak on the unicel dxc 800 synchron clinical systems that was caused by the cracked grey colored hydro canister lids. There is no indication that any personnel were exposed to chemical or bio-hazardous material.

Event description:
It was reported that a physician not trained in the use of the starclose se device attempted arteriotomy closure of right common femoral artery after a diagnostic procedure. Reportedly, the sheath did not split completely and the attempt to use the safety release button was unsuccessful. The device was removed using assertive pull and hemostasis was achieved using manual compression. There were no reported adverse pt effects. Though requested, no additional information was provided.

Manufacturer narrative:
Evaluation summary: evaluation of the returned device found the device was fully clip deployed. The thumb advancer was locked in the #3 position. The vessel locator wings were collapsed and undamaged. The tubes were correctly aligned in the post deployed positions at the distal end. The bulbous shape of the distal tip of the sheath and the presence of the clip indicates it was stretched beyond the distal end of the exchange sheath during thumb advancement capturing the clip during deployment. A possible cause for the exchange sheath stretching is a tight tissue tract. Instead of the tubeset sliding easily within the sheath, tissue compression forces may cause the sheath to drag along with the tubeset as it is distally advanced. Subsequently, the sheath elongates which can cause interference with clip deployment. This type of damage is generally cause by excessive resistance; however no resistance was reported in this case. The safety release rod was found to have been pusher inward out of its retaining tabs, which indicates an attempt, was made to collapse the vessel locator wings using the safety release button, after the clip was deployed but before the thumb advancer was retracted. Based on the investigation findings, the root cause for stretched sheath and captured clip is related to the operational context during use of the device. No manufacturing or quality inspection issue was detected. A review of the device history record for this lot did not produce any findings relevant to this report.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete.